Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were in critical override and medications with override groups were not showing on the devices. A technical support specialist dialed into the server and reviewed settings, patients, confirmed that the patient had been discharged. While connected, verified the reported issue where no data was displayed when attempting to pull medications under the override group, reviewed order tablet and confirmed in the facility formulary that override groups were properly assigned; however, identified that the device had no override groups assigned. Further database review showed that the override groups had been disassociated by the information technology (it) pharmacist, followed knowledge article (ka) - "unable to reassign override group to a device" and applied the hotfix for version 1.7.4, after which testing confirmed that medications were correctly displaying under the override group. The user verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in critical override, and medications with override groups were not showing on the es devices. Users were able to log in, and patients were able to be pulled up, but they were not able to remove the medications. Customer tried to reboot, but the issue persisted the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.